Manufacturer narrative:
Cec commented the patient suffered a type 2 mi due to pneumonia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted: two in the lad and one in the lcma. Approximately 5 months post index procedure the patient suffered nstemi. It is unknown if the target vessel was involved. Patient did not receive any additional medications or treatment. The patient is not recovered. The investigator and safety reported that the event was not related to the index device or anti platelets.

Manufacturer narrative:
The patient has a previous medical history of cad. Cec adjudicated mi as no event. If information is provided in the future, a supplemental report will be issued.